Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b.5., b6, d6b., g2, h.6.

Event description:
Healthcare professional confirmed rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 h6. Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture requested on april 28,2025. It is not possible to determine the lot number or catalog through the photos provided. - rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Healthcare professional confirmed rupture. The device has been explanted and replaced.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.